Manufacturer narrative:
Initial

Event description:
It was reported that the iLet pump¿s touchscreen fractured while the pump was on the charger, after which the screen was not usable and the user could not deliver insulin; the affected device component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.